Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt ECG "c&d" cable being broken, damaging the lead-1 and lead-2 wires in the cable. The belt did not pass falloff testing. The root cause for the broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.